Manufacturer narrative:
Investigation summary: eight photos were included for evaluation; a hole was observed in the circuit. The sample returned consisted of one (1) for p/n: ca24k0/4k2/000js, returned sample was received used, in a plastic bag. The returned sample was visually inspected without magnification at 12¿ to 16¿ and normal conditions of illumination. Per visual inspection, it was not possible to detect any issue which could cause the leaking failure mode. The test was performed using the leak tester, manometer and flowmeter; the result of the corrugated tubing assembly test was not acceptable because there was an air leak. The sample was connected to the air equipment and submerged under water to detect the leak; the leak was confirmed in the circuit. The failure mode of ¿a0282 - leaking¿ was confirmed. CAPA-000866 was opened to address root cause investigation.

Manufacturer narrative:
E1: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an air leak from the circuit was detected using the anesthesia machine's leak checker. This occurred before patient use/during priming at facility. There was no patient involvement and no patient harm/adverse event reported.